Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No winding, sticky button, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus. Customer stated that the buttons were not responding. Blood glucose value was 87 mg/dl. The customer also reported that the insulin pump has a crack at the corner of the screen. The customer did not recall any significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.